Manufacturer narrative:
On (B)(6) 2018 immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches for the issue described. The camera report appeared acceptable and no instrument problem was identified. On (B)(6) 2018 pi confirmed presence of the e antigen on cells 1, 3 and 6 of retention capture-r ready-ID lot number id366 in manual capture with retention anti-e lot ab4929. Controls performed as expected. Positive results exhibited 3+ reactivity. Retention product performed as expected. No sample or product was returned to immucor for evaluation. (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative reactivity with capture-r ready-ID on the echo instrument.